Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 2 events were reported for this quarter. 2 devices were not available for evaluation. 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated and had paint chips missing. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 2 previously reported events are included in this follow-up record. Product return status: 2 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated and had paint chips missing. 2 events had no patient involvement; no patient impact.